Event description:
High impedance was observed for patient's device. The device was interrogated, a system diagnostic was performed that resulted in high impedance. Subsequent visits also showed high impedance. The physician decided vns was not helping patient at all and so decided to let it fail without replacement. No known surgical interventions have been taken.